Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used, unused sample and one photo were provided for evaluation. The samples and photo were visually evaluated. The used sample observed the tip of the baxter IV set was broken off into the caresite valve. The unused sample was leak tested with passing results. On the photo provided it was confirmed that the tip of the extension set is broken off. The exact root cause could not be determined at this time. However, incidents of cracked/leaking valves can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: rn was disconnecting IV tubing from IV pigtail; plastic end broke off in IV pigtail. This left the system with an open vacuum and blood poured out from the IV. Rn held pressure over IV site and replaced pigtail to maintain IV access. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.